Manufacturer narrative:
Retainer ring = clear. Patient passed away on (B)(6) 2021 and insulin pump was returned with no allegation. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Thus and carelink software was utilized and downloaded trace/history files properly. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, pillowing keypad overlay and cracked select button keypad overlay. Data analysis: (B)(6) 2021 , dailytotalofallinsulindelivered: 59.45, (B)(6) 2021 , dailytotalofallinsulindelivered: 52.25, (B)(6) 2021 , dailytotalofallinsulindelivered: 63.85, (B)(6) 2021 , dailytotalofallinsulindelivered: 57.25, (B)(6) 2021 , dailytotalofallinsulindelivered: 45.75, (B)(6) 2021 , dailytotalofallinsulindelivered: 54.75, (B)(6) 2021 , dailytotalofallinsulindelivered: 57.55. Device tested ok. Device returned with no allegation. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Updated analysis summary by (B)(6) on february 3, 2022. Retainer ring is clear. Patient passed away on (B)(6) 2021 and pump was returned with no allegation. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Thus and carelink software was utilized and downloaded trace or history files properly. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, pillowing keypad overlay and cracked select button keypad overlay. Data analysis: 03/20/2021 dailytotalofallinsulindelivered: 59.45, 03/21/2021 dailytotalofallinsulindelivered: 52.25, 03/22/2021 dailytotalofallinsulindelivered: 63.85, 03/23/2021 dailytotalofallinsulindelivered: 57.25, 03/24/2021 dailytotalofallinsulindelivered: 45.75, 03/25/2021 dailytotalofallinsulindelivered: 54.75, 03/26/2021 dailytotalofallinsulindelivered: 57.55. Device tested ok. Pump returned with no allegation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that the customer passed away. No further information was given due to data protection. The caller returned the insulin pump for analysis. The case is reported only for the f.a results. Update: customer passed away from kidney cancer in his home. Customer had cancer for about 8 years and 4 years ago doctors recommended he use insulin as the cancer had damaged his pancreas. Pump was used at passing and sensor was used. It is unknown if auto mode was used.

Manufacturer narrative:
Updated section b5 of this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = clear. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Thus and carelink software was utilized and downloaded trace/history files properly. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, pillowing keypad overlay and cracked select button keypad overlay. Data analysis: (B)(6) 2021 dailytotalofallinsulindelivered: 59.45. (B)(6) 2021 dailytotalofallinsulindelivered: 52.25. (B)(6) 2021 dailytotalofallinsulindelivered: 63.85. (B)(6) 2021 dailytotalofallinsulindelivered: 57.25. (B)(6) 2021 dailytotalofallinsulindelivered: 45.75. (B)(6) 2021 dailytotalofallinsulindelivered: 54.75. (B)(6) 2021 dailytotalofallinsulindelivered: 57.55. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the customer passed away. No further information was given due to data protection. The caller returned the insulin pump for analysis. The case is reported only for the f.a results.